Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the screw drive on the dynamic locking screw is missing. No further information was provided.

Manufacturer narrative:
An additional evaluation was performed and states the following: the device was sent for further investigation to our manufacturing plant. According to the statement, the article was not manufactured according to our specifications. It was established that the screw propulsion was not milled into the screw head. The reason for this mistake happened during the setting or tool changing. During this step a breakpoint has to be entered after a certain number of parts. This will be done to verify these relevant parts. In the terms of the employee it was forgotten to reset this function. Therefore this part was skipped, when it should be carried out in a setting.